Event description:
Implant surgeon, reported, a patient potentially has an allergy due to components of the implanted numelock ii screw.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report.(B)(4): device not returned.